Manufacturer narrative:
(B)(4)-if additional information becomes available; a follow up emdr will be submitted.

Event description:
The nose of the safety valve is broken. The valve cap now is fixed by tape (leukoplast). Neither patient injury nor medical intervention has been reported. On 09/21/2015- no additional information provided.

Manufacturer narrative:
(B)(4) -10/01/2015 additional information: lot # not available, implant date (B)(6) 2015, alcohol pads are used to disinfect, healthcare provider performed daily pleural procedure. It might be possible the nose became bent before it broke off.